Event description:
Nurse reported customer was admitted ad an inpatient to a hospital for high blood glucose. Troubleshooting was performed and pump programming and function appeared to be normal. Instructed customer to monitor blood gluc0se and explanted the two high blood glucose rule. Advised customer to call back for high pressure test when clamp arrives.